Manufacturer narrative:
(B)(4). The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace graphical user interface (gui) printed circuit board (pcb).

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. Although requested, intervention taken on behalf of the patient and patient outcome was not provided.